Event description:
Central venous catheter being placed via right subclavian vein. Md unable to thread guide wire beyond 15 cm. Unable to withdraw guide wire. Needle and guide wire withdrawn with some difficulty. On inspection it was noted that the guide wire had unraveled and at approx 1 cm had curled around the tip of the needle.